Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-14. The rep stated that the surgery was rescheduled for (B)(6) 2017. The battery would be returned at that time. The information provided was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the battery was not holding a charge starting in (B)(6) 2017. It was also noted that it was taking a really long time to charge compared to the first few years of having the stimulator. The patient¿s battery has never been overdischarged. Battery interrogations showed that the recharge interval was 0.2 days without patient being able to achieve full charge. Lead impedance readings were all within range. The stimulator had stopped helping pain a few weeks prior to the report. The patient has had multiple falls (¿she falls all of the time.¿) this is unrelated to the stimulator and happens even when it¿s off. An x-ray revealed that the leads had migrated/pulled down, especially the left side. The leads are subcutaneous, not epidural. The lead tips were originally at the l2 level, and now they are in the sacral area. The patient has been scheduled for a battery replacement and also to reposition the leads on 2017-04-21. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
The system and other applicable components are: product ID (B)(6) lot# serial# (B)(6) implanted: (B)(4) 2009 explanted: (B)(4) 2017 product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2017 product type lead . Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaulation conclusion code (B)(6) does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the leads (s/n (B)(4)) found that they passed all functional testing in the lab and there were no anomalies identified; electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis of the ins (s/n: (B)(4)) found that the ins functioned okay, there were insignificant anomalies, it passed functional testing, there was good stable output on the electrode pairs the ins had when it was received and a coupling test was performed to verify the ins was obtaining good coupling. If information is provided in the future, a supplemental report will be issued.

Event description:
Return product analysis was complete and it was determined that there were no significant anomalies found with the ins and no anomalies found with the leads.